Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive adenovirus patient results were obtained. Samples were retested using an in-house assay and were negative for adenovirus. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.